Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device change out procedure the superior vena cava (svc) set screw in the implantable cardioverter defibrillator (ICD) header would not tighten properly. The device was not implanted and an alternate device was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.